Event description:
It was reported via medwatch " within 14 minutes intraaortic balloon pump went from fully charged to 20 minutes of power remaining. Pump was plugged into helicopter. On arrival to west pad, pump stated fully charged we unloaded patient (maybe 10 minutes) iabp shut off. Pump was restarted and shut off again. Iabp was plugged into wall outlet on helipad ccu was called to advise them of this issue, they stated it is a common problem. Iabp shows 80% power, crew then gets on elevator and iabp shut off again. We made it to the room and plugged it in. Additional information states that there was no consequeneces to the patient. However, the patient's current status is unknown.

Manufacturer narrative:
(B)(4). Medwatch report number : (B)(6).

Event description:
It was reported via medwatch " within 14 minutes intraaortic balloon pump went from fully charged to 20 minutes of power remaining. Pump was plugged into helicopter. On arrival to west pad, pump stated fully charged we unloaded patient (maybe 10 minutes) iabp shut off. Pump was restarted and shut off again. Iabp was plugged into wall outlet on helipad ccu was called to advise them of this issue, they stated it is a common problem. Iabp shows 80% power, crew then gets on elevator and iabp shut off again. We made it to the room and plugged it in. Additional information states that there was no consequeneces to the patient. However, the patient's current status is unknown.

Manufacturer narrative:
(B)(4) the reported complaint of short battery runtime is not able to be confirmed. No part was returned to teleflex chelmsford for investigation . Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and services must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.